Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated there were issues with amplitude parameters (high output). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implant date (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a device downgrade procedure the right ventricular (rv) defibrillation lead and right atrial (ra) lead exhibited high thresholds. The rv lead defibrillation coils were capped and the pace/sense portion remains in use. The ra lead and defribrillation rv lead were reprogrammed and remain in use. It was noted that the non-defibrillation right ventricular (rv) lead was previously capped due to high thresholds. Intraoperative testing confirmed the high thresholds on the non-defibrillation rv lead. The non-defibrillation rv lead remains capped. No patient complications have been reported as a result of this event.